Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the final bag had disconnected which is known to cause the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of three of peritoneal dialysis therapy. During troubleshooting, it was determined that the final bag was disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.